Manufacturer narrative:
There is no evidence of a device malfunction. The exact cause of the arterial air alarms cannot be determined. There have been no further similar problems reported subsequent to these events. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. The user's guide also instructs to promptly rinseback the pt's blood if alarms cannot be resolved. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling instructions are followed. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Arterial air alarms occurred at the start of two consecutive routine home hemodialysis treatments. Attempts to recover from the alarms were unsuccessful. Rinseback of the pt's blood was not completed resulting in a blood loss of 190cc for each treatment. The pt received two units of blood as she was already at the maximum allowable epogen dose. No other medical intervention was required.